Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0hqju, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0gbsd, implanted: (B)(6) 2014, product type: lead. Analysis of the tined lead (B)(4) found that the lead body outer insulation was twisted. Analysis of the tined lead (B)(4) found that the lead body outer insulation was twisted. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a loss of therapy. The lead looked damaged, but the patient had a loss of therapy with 1 damaged lead as well. The troubleshooting performed was programming changes. The action taken to resolve the issue was removal of all components on (B)(6) 2016. The leads and implantable neurostimulator (ins) would be returned. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
On (B)(6) 2016 the consumer stated that they have no information to indicate the device flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.